Event description:
Machine alarmed "thermax not locked" while setting up blood warmer machine and loading new set. Machine said to slide lock to the right, but despite doing that, the alarm would not clear. Lock felt difficult to slide and did not feel like it locked into place. (B)(6) was called and worked through troubleshooting but were unable to clear alarm and lock machine (or get the prismax to recognize that it was locked). Entered ce [clinical engineering] ticket and exchanged machine because this patient did need a blood warmer.